Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61 (mg/dl). Customer consumed juice and food to treat the low bg level. Multiple attempts were made by tandem's technical support to obtain additional information and perform troubleshooting; however, no additional information regarding this event was provided.

Manufacturer narrative:
Review of pump data showed that a blood glucose (bg) value of 413 (mg/dl) was recorded at 7:26 am on (B)(6) 2016, and a bg value of 59 (mg/dl) was recorded at 10:18 am. Between the two bg recordings on (B)(6) 2016, pump data showed that an adjustment to the basal insulin rate settings had been made and a bolus had been delivered. Cartridge was also changed twice in a span of 29 minutes. Customer may have miscalculated basal rate change and/or carbohydrate bolus delivery. It is also possible that the user did not disconnect during the fill tubing step, as instructed, and delivered the 10.18 units into their system. No device failure was detected.